Event description:
A malfunction alarm occurred with malfunction code malf 0, but there was no adverse impact on the customer's blood glucose level. The customer followed instructions from technical support to reset the pump successfully, as the code was resettable. Technical support confirmed that the issue did not recur, and the customer was advised to continue using the pump while monitoring for any further issues. The customer understood and acknowledged these instructions.